Event description:
It was reported that prior to use, a small hole was observed at the tip of the fenestrated bipolar forceps instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one small circular char mark at the grip base of one yaw pulley. This circular char mark is what the customer referred to as a "small hole at tip." The charring may be due to prolonged cautery activation without tissue between the grips. The grip shank has scratches which possibly may have caused some of the yaw pulley glue and/or insulation to come off, creating a path for arcing. High generator settings may also contribute to damage. Electrical continuity passed. No other damage found.